Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2283256 d.4. Medical device expiration date: 2024-01-31 h.4. Device manufacture date: 2022-10-10 d.4. Medical device lot #: 2206613 d.4. Medical device expiration date: 2023-12-31 device manufacture date: 2022-07-25. Medical device lot #: 2318695. Medical device expiration date: 2024-03-31. Device manufacture date: 2022-11-14. Medical device lot #: 2272851. Medical device expiration date: 2024-01-31. Device manufacture date: 2022-09-29 .a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: "we have been experiencing difficulties with edta tubes for a few weeks. They are "overfilled" (beyond the label, almost up to the cap), as if there was "too much vacuum" in the tube and this disturbs our cbc and vs analyzers.

Manufacturer narrative:
Investigation summary: mat: 368861. Lots: 2283256, 2206613, 2318695 and 2272851. Bd received 2 photographs from the customer in support of this complaint. The photographs were evaluated and show filled tubes with acceptable draw volume levels. Additionally, 20 retained samples from each batch numbers of the bd inventory were functionally tested and the issue of overfill was not observed as all 80 tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the photographs attached and retained samples test results. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: "we have been experiencing difficulties with edta tubes for a few weeks. They are "overfilled" (beyond the label, almost up to the cap), as if there was "too much vacuum" in the tube and this disturbs our cbc and vs analyzers.